Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for a non-ventricular assist device related reason. They were found to have emergency backup battery (ebb) fault alarms. The patient had previous events related to the ebb fault alarms(manufacturer report number 2916596-2025-04148). Following review of the submitted log files by tech services, it appeared that the ebb faults were confirmed. The ebb was not passing the internal load test. The ebb faults resolved with a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the alarms were unable to be reproduced during testing. The system controller, serial number (B)(6), log files were reviewed. The controller event log files captured intermittent backup battery fault alarms from 14dec2025 through 17dec2025 due to the backup battery not passing its load test. The backup battery fault alarms did not prevent the controller from supporting the system as intended while the driveline was connected. No other notable events were observed within the log files. The heartmate 3 system controller was returned for analysis. The backup battery (serial number (B)(6)) was also returned in an unremarkable condition. The returned system controller and 11v backup battery underwent functional testing and were found to function as intended. The reported alarms were unable to be reproduced during testing. Additional information provided indicated that the backup battery faults resolved with a controller exchange. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, heartmate 3 patient handbook are currently available. Section 2 of the IFU, entitled ¿system operations¿ and the patient handbook section 2, entitled ¿how your heart pump works¿ explain the operation of a system controller exchange. This section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve backup battery fault alarms and power cable disconnect alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.